Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. After a 6f non-boston scientific (bsc) guide catheter was engaged into the lca coaxially and a non-bsc guidewire had crossed the lesion, pre-dilatation was performed with a 2.5 x 12mm balloon catheter. A 2.75 x 38mm synergy stent was advanced for treatment, however it failed to cross the lesion. Dilatation was performed once again with a 2.5 mm nc balloon catheter. The stent was re-introduced, however, the hypotube of the stent broke while advancing. The device was removed and the procedure was completed with another 2.75 x 38 synergy stent. There were no patient complications reported.

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. After a 6f non-boston scientific (bsc) guide catheter was engaged into the lca coaxially and a non-bsc guidewire had crossed the lesion, pre-dilatation was performed with a 2.5 x 12mm balloon catheter. A 2.75 x 38mm synergy stent was advanced for treatment, however it failed to cross the lesion. Dilatation was performed once again with a 2.5 mm nc balloon catheter. The stent was re-introduced, however, the hypotube of the stent broke while advancing. The device was removed and the procedure was completed with another 2.75 x 38 synergy stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a break 18 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.